Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a tubing which was disconnected from the waste chamber port 4 (vc11). The fse re-attached the tubing to resolve the reported leak and quality control issues. (B)(4).

Event description:
The customer reported a fluid leak of approximately 1000 milliliters from the coulter lh 780 hematology analyzer. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. The customer also reported obtaining low red blood cell (rbc) and low hematocrit (hct) results on quality control samples. However, no erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.